Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart and resulted in loss of capture. The lead was successfully repositioned several days later. It was noted the patient was not pacemaker dependent and did not experience symptoms. No additional adverse patient effects were reported.